Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump became hot while charging the battery. There were no alerts or alarms. The pump supplies were changed. Blood glucose was 250 mg/dl. Pump data was reviewed by tandem technical support and pump temperature was found to be 112.8 degrees fahrenheit. Cts informed customer that the pump temperature alarm would be triggered at 125 degrees. Contact acknowledged information; however, customer was concerned insulin would be affected by temperature. Customer reverted to manual injections for insulin therapy.